Manufacturer narrative:
The reporter stated that the issue occurred during use and there were no adverse patient consequences.

Manufacturer narrative:
Two used blu thin wall inner cannula were returned for analysis. Cracks were noted to the inner cannula body under visual inspection. Affected inner cannula is disposable device which is regularly cleaned by customer. Inner cannula wall thickness dimension was observed to be within specification. Based on the evidence, the complaint was confirmed. The root cause indicates user interface as its most probable that excessive force was used during cleaning or incorrect cleaning technique.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra tracheostomy tube replacement inner cannula tore at the shaft. No adverse patient effects were reported.